Event description:
It was reported that, "the above stem, head, and insert were removed due to wear and osteolysis. The stem and head were replaced with implants by another MFR. The insert was replaced with a new (B)(4) (lot 15mec) series ii acetabular insert 10degrees 23x54/56mm."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.